Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received one treatment in the right lobe, and one treatment in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2023, 31 days after the procedure, the patient presented with hematuria, burning during urination, and urinary urgency. No action was taken to treat any of the reported symptoms. The hematuria and burning during urination were considered resolved on (B)(6) 2023. The urinary urgency was reported as not recovered/not resolved.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. On (B)(6) 2022, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received one treatment in the right lobe, and one treatment in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2023. On (B)(6) 2023, 31 days after the procedure, the patient presented with hematuria, burning during urination, and urinary urgency. No action was taken to treat any of the reported symptoms. The hematuria and burning during urination were considered resolved on (B)(6) 2023. The urinary urgency was reported as resolved on (B)(6) 2024.